Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. Longevity calculations were performed based on programmed settings and usage and was found to exhibit normal battery depletion. However, the battery voltage trend exhibited unexplained sharp drops in voltage. Further analysis of the battery by the supplier found presence of lithium clusters. The lithium clusters at the time of analysis did not appear in the location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
It was reported the patient presented to the emergency room after receiving shocks that were actually vibratory alerts for the device reaching elective replacement indicator and end-of-life earlier than expected. The device was explanted and replaced. There were no complications during the procedure.